Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery alarm and displacement tests. No unexpected excessive no delivery alarm. The insulin pump was received with minor scratched lcd window, cracked case near the display window corners, cracked battery tube thread, cracked reservoir tube lip and reservoir tube cracked.

Event description:
The caller reported that the insulin pump alarmed no delivery. The customer was experiencing a high blood glucose level of over 400 mg/dl. The customer was currently on insulin shots. The customer declined troubleshooting. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.